Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the atrial lead implant procedure, after approximately three or four placements the lead exhibited high thresholds. The atrial lead was removed, and a different lead was implanted to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.